Event description:
Information received from the field notes that the measured data showed 2.8v, 17ua current drain and 1k ohms impedance for the battery. The longevity calculation based on this data is 58 months. The device had been implanted for 125 months, and the measurements are believed to be inappro- riate. Capture and sensing thresholds are good, so monthly transtelephonic monitoring will continue. The patient is pacemaker dependent.